Event description:
It was reported that gore received a call from the patient stating that he had several laparoscopic procedures for his hernia repair starting maybe in 2003. This past july, he had an infection (according to his doctor - no name given). The physician 'lanced' it and then again. Later, the patient had a wound vacuum assisted closure device placed and finally the mesh was removed (unknown date).

Manufacturer narrative:
No lot number information was supplied, therefore, a review of the manufacturing paperwork could not be performed. The review of the manufacturing paperwork could not be completed because no lot number information was supplied. Note: gore requested additional information so a meaningful investigation could be performed. The reporting party indicated he would get back to gore at a later date. No additional information has been received to date.